Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator was exhibiting myopotential over-sensing. Programming changes were made. The patient was stable.